Event description:
It was reported, the patient had received a low battery warning. The sjm representative met with the patient and cleared the flag. A longevity calculation determined the issue appears to be passivation. Follow-up indicates the warning has not reappeared since being cleared by the sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.